Event description:
The customer reported a a crossover circuit fault. Failure of the crossover solenoid as noted may result in a volume loss during use in normal ventilation operation. No patient involvement.